Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service related to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8300 error code 571.6241. 8300 sn: (B)(4) customer wanted to know how to correct this error code. I explain to the customer that the error code he has means that the sensor statue is missing. I also let the customer know that this error code has two things that can be causing this error. First have you changed or replaced the microstream disposable device. Now if this doesn't correct the problem then you have to replace the oridion board. The customer said that he would send it in if the price for the board is more then the repair. So I give the customer the part number to the oridion board and then transfer to com so he could get the pricing on the oridion board.